Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the customer was able to successfully fill the existing cartridge with the original needle. Customer¿s blood glucose level was 182 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.